Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. The manufacturer has requested additional information on the event and on the device disposition. However, no further information has been received to date. Based on the available information, the root cause of the reported event cannot be established at this time. However, per the document review performed, no manufacturing deficits were identified. Given that a smaller perceval valve pvs25 was ultimately implanted, it is possible that the event was due to a procedural mis-sizing. Should the manufacturer receive additional information, an update will be provided to this reporting activity. Unknown disposition.

Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported in the patient implant form, a perceval pvs27 was implanted and explanted on (B)(6) 2020. A perceval valve pvs25 was finally implanted. No further information is presently available. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.